Event description:
On (B)(6) 2022 a surgical procedure was performed to replace a nalu implantable pulse generator (ipg). Patient had a median nerve implant in one wrist. There is a history of the patient undergoing a 12 lead EKG in which one EKG paddle was placed over top of one of the nalu leads. The paddle was not placed over the ipg site. Subsequently, the patient reported no connectivity between the ipg and the external therapy discs. Troubleshooting was performed and connectivity was attempted using multiple new discs with no success and it was determined that the ipg was "dead". Surgical replacement was performed by the physician on (B)(6) 2022.